Event description:
It is reported that the customer had normal blood glucose levels of 70 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error alarm might have occurred after doing a bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed the test. The device was programmed with a test minilink and a glucose sensor simulator. The sensor feature was working properly. No unexpected high or low alerts or calibration error were noted. The unit was received with cracked case at the display window corners and minor scratched lcd window.